Event description:
A customer reported that an hl7 merger message was sent to merge two patients with the same medical record number (mrn). This caused the exams to get deleted in the database. The exams and images are retained, but the database believes they are deleted. This may cause a delay in treatment. A database table can be updated and the patient and exams are again viewable.